Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent came off the catheter and was crushed against the wall of the proximal circumflex artery. An attempt was made to remove the dislodged stent using the small 1.5 balloon but failed to retrieved due to the angulation into the circumflex. Since there was already a stent deployed in the proximal stent and the distal end of the dislodged stent was stuck in the side cell of that stent as it entered into the side branch, it was decided to leave the stent and compress it into the wall of the vessel. The procedure was completed with no patient complications reported. It was further reported that the target lesion had 80% stenosis, was located in the moderately tortuous and mildly calcified vessel with 80-90 degrees bend. Pre-dilatation was performed. Stent struts became wedged when passing through side cells of previous stent as physician's assessment on the cause of the stent dislodgement.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent came off the catheter and was crushed against the wall of the proximal circumflex artery. An attempt was made to remove the dislodged stent using the small 1.5 balloon but failed to retrieved due to the angulation into the circumflex. Since there was already a stent deployed in the proximal stent and the distal end of the dislodged stent was stuck in the side cell of that stent as it entered into the side branch, it was decided to leave the stent and compress it into the wall of the vessel. The procedure was completed with no patient complications reported.